Event description:
On 12/20/2023, it was reported by a sales representative via sems-(B)(4) that the depth devices, ar-18700-27 and ar-18700-35. Are not reading accurately and not sliding. Occurred during a case with no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces and/or prying/leveraging the device during use.